Event description:
It was reported that the sheath kinked. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the procedure, a kink was noted to the proximal end of the sheath, outside the patients body. The closure device was deployed and fully recaptured. Despite the presence of the kink, the procedure continued with this sheath implanting a 33mm device. No complications occurred.